Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient was hospitalized with a spontaneous subarachnoid bleed (sab) and an international normalized ratio (inr) of 4.3. A cranial computed tomography (cct) was performed which confirmed the sab with ventricular collapse, cerebrospinal fluid circulation disorder with p3 aneurysm on the left side. Emergency right frontal placement of a external ventricular drain (evd) with an intracranial pressure (icp) measurement were placed. The patient subsequently died.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information provided by the site indicated that the patient was hospitalized with a spontaneous subarachnoid bleed (sab); a cranial computed tomography scan confirmed the sab with ventricular collapse and cerebrospinal fluid circulation disorder with an aneurysm on the left side. An external ventricular drain with an intracranial pressure measurement were placed. However, the patient subsequently died. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event per the instructions for use, neurological dysfunction and death are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of neurological dysfunction events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, including the reported presence of preexisting intracerebral aneurysms, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.